Event description:
The customer reported diff sample pressure below limit error and approximately 500 microliters of clear fluid leaked near the diff mixing chamber while performing controls involving the coulter lh 780 hematology analyzer. The fluid was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the diff sample pressure was below limit. The fse noticed the sample line had become disconnected from the diff mixing chamber and reattached the tubing to resolve the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the disconnected tubing. A definitive root cause is unknown. (B)(4).